Manufacturer narrative:
Upon receipt, the device interrogation revealed the eri battery status. The device was implanted for 61 months and 24 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to a depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed no anomalies. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit, which led to the elevated internal self-depletion. In conclusion, the device was implanted for 61 months. The analysis revealed an elevated internal self-depletion within the battery.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the device interrogation revealed the eri battery status. The device was implanted for 61 months and 24 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to a depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed no anomalies. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit, which led to the elevated internal self-depletion. In conclusion, the device was implanted for 61 months. The analysis revealed an elevated internal self-depletion within the battery.

Event description:
Ous MDR - an alert of eri was reported over home monitoring. The device has not delivered any charges. On (B)(6) 2019 the device reported 70 percent remaining. The patient had an in-office appointment where the device was showing eri with 0 percent battery. The patient is scheduled for a change out.

Event description:
Ous MDR - an alert of eri was reported over home monitoring. The device has not delivered any charges. On (B)(6) 2019 the device reported 70% remaining. The patient had an in-office appointment where the device was showing eri with 0% battery. The patient is scheduled for a change out.